Event description:
A customer observed a falsely elevated total beta-hcg result on a pt sample. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.